Event description:
Bayer case number: (B)(4). Left migrated essure perforated the left fallopian tube [fallopian tube perforation], left migrated essure perforated the left fallopian tube [device migration], slight chronic inflammation of the left tube [salpingitis] , infiltration of cells with an intermediate trophoblastic appearance [hydatidiform mole] , pelvic pain [pelvic pain female] , vaginalis infection [vaginal infection] , degenerative lumbar discopathy staged on left convexity lumbar scoliosis. [Lumbar scoliosis] , after the hysterectomy, the patient experienced urinary leakages at exertion necessitating the placement of a suburethral sling [urinary incontinence] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left migrated essure perforated the left fallopian tube"), device dislocation ("left migrated essure perforated the left fallopian tube"), salpingitis ("slight chronic inflammation of the left tube") and benign hydatidiform mole ("infiltration of cells with an intermediate trophoblastic appearance") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pericarditis, appendicectomy, breast prosthesis implantation, elective abortion (1 in 2013), endometriosis, pelvic pain female, bladder pain, pain (for 3 weeks.), genital bleeding, infection, adenomyosis, dyspareunia and parity 2 (2002 and 2014)). Previously administered products included: secnol, flagyl, polygynax, secnol, multiload cu 250, monuril, advil, paroxetine eg and nova t 380. The only concomitant product mentioned was mirena (levonorgestrel) for contraception. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criterion medically important), salpingitis (seriousness criterion medically important), pelvic pain ("pelvic pain"), vaginal infection ("vaginalis infection"), scoliosis ("degenerative lumbar discopathy staged on left convexity lumbar scoliosis.") And urinary incontinence ("after the hysterectomy, the patient experienced urinary leakages at exertion necessitating the placement of a suburethral sling") and was found to have benign hydatidiform mole (seriousness criterion medically important). The patient was hospitalised from (B)(6)2017. The patient was treated with secnol (secnidazole) as well as surgery (subtotal hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for salpingitis, benign hydatidiform mole, pelvic pain, vaginal infection, scoliosis and urinary incontinence were unknown. The reporter considered benign hydatidiform mole, device dislocation, fallopian tube perforation, pelvic pain, salpingitis, scoliosis, urinary incontinence and vaginal infection to be related to essure administration. The reporter commented: on (B)(6) 2015, insertion of essure under general anesthesia. 5 coils visible at the left and at the right. Mirena was inserted for alternative contraception until essure confirmation test. After the insertion, the patient experienced important pelvic pain. The patient experienced serious and incapacitating symptoms after the insertion which could not be explained by patient¿s history. Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] on (B)(6)2018: no atypical cells [smear vagina] on (B)(6)2017: vocative of gardnerella vaginalis infection [x-ray] on (B)(6)2017: absence of essure remnants [x-ray of pelvis and hip] on (B)(6)2015: essure well placed. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Left migrated essure perforated the left fallopian tube [fallopian tube perforation]. Left migrated essure perforated the left fallopian tube [device migration]. Slight chronic inflammation of the left tube [salpingitis]. Infiltration of cells with an intermediate trophoblastic appearance [hydatidiform mole]. Pelvic pain [pelvic pain female]. Vaginalis infection [vaginal infection]. Degenerative lumbar discopathy staged on left convexity lumbar scoliosis. [Lumbar scoliosis]. After the hysterectomy, the patient experienced urinary leakages at exertion necessitating the placement of a suburethral sling [urinary incontinence]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left migrated essure perforated the left fallopian tube"), device dislocation ("left migrated essure perforated the left fallopian tube"), salpingitis ("slight chronic inflammation of the left tube") and benign hydatidiform mole ("infiltration of cells with an intermediate trophoblastic appearance") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pericarditis, appendicectomy, breast prosthesis implantation, elective abortion (1 in 2013), endometriosis, pelvic pain female, bladder pain, pain (for 3 weeks.), genital bleeding, infection, adenomyosis, dyspareunia and parity 2 ((2002 and 2014)). Previously administered products included: secnol, flagyl, polygynax, secnol, multiload cu 250, monuril, advil, paroxetine eg and nova t 380. The only concomitant product mentioned was mirena (levonorgestrel) for contraception. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criterion medically important), salpingitis (seriousness criterion medically important), pelvic pain ("pelvic pain"), vaginal infection ("vaginalis infection"), scoliosis ("degenerative lumbar discopathy staged on left convexity lumbar scoliosis.") And urinary incontinence ("after the hysterectomy, the patient experienced urinary leakages at exertion necessitating the placement of a suburethral sling") and was found to have benign hydatidiform mole (seriousness criterion medically important). The patient was hospitalised from (B)(6) 2017 to (B)(6) 2017. The patient was treated with secnol (secnidazole) as well as surgery (subtotal hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for salpingitis, benign hydatidiform mole, pelvic pain, vaginal infection, scoliosis and urinary incontinence were unknown. The reporter considered benign hydatidiform mole, device dislocation, fallopian tube perforation, pelvic pain, salpingitis, scoliosis, urinary incontinence and vaginal infection to be related to essure administration. The reporter commented: on (B)(6) 2015, insertion of essure under general anesthesia. 5 coils visible at the left and at the right. Mirena was inserted for alternative contraception until essure confirmation test. After the insertion, the patient experienced important pelvic pain. The patient experienced serious and incapacitating symptoms after the insertion which could not be explained by patient¿s history. Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] on (B)(6) 2018: no atypical cells. [Smear vagina] on (B)(6) 2017: vocative of gardnerella vaginalis infection. [X-ray] on (B)(6) 2017: absence of essure remnants. [X-ray of pelvis and hip] on 31-mar-2015: essure well placed. The most recent follow-up information incorporated above includes data received on: 06-feb-2025: upon receipt of new follow up it was identified that argus cases (B)(4) & (B)(4) are duplicate of each other, therefore argus case 2025a014545 needs to nullify from argus database. All information, references, source documents, reporters, events & all relevant information has been transferred to retention case. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.